Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
While pulling the sutures (during a pull out), they detached. The problem was solved by replacing one of the lupine with one of a different lot. No consequences for the patient are reported. Additional information received: it was a shoulder instability surgery, the anchor was implanted on the shoulder and when the surgeon pulled of the sutures, they came off because the suture anchor ring was positioned abnormally. The surgeon made a new hole to insert another suture (always a lupine 210709 with different lot number) that worked regularly. The procedure lasted only 10 minutes longer. The defective anchor was removed at the end of the surgery. Bone quality was good.

Manufacturer narrative:
Three devices were received from our affiliate and were visually inspected; all anchors were attached to the inserter shafts and had the appropriate strands of suture. The distal tip of the anchor on two devices were bent, however the suture was configured as intended, and these are not considered to be the reported complaint device. The distal tip of the third anchor was slightly bent and the suture loop was detached from the device. This third device is considered to be the reported complaint device, confirming this complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The storage conditions of this devices is unknown and it is possible that it was exposed to high temperatures probably during transportation/ storage/ trunk stock resulting in the anchor to bend and the possibility of releasing the knot from the mouth of the anchor. This product should be stored in a cool dry place (below 80°f or 26°c), away from moisture and direct heat per the product IFU. It is unknown if the instructions were followed. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).